Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 17.1 cm was returned for analysis. External insulation abrasion was noted at 7.7-7.9 and 12.1-12.6 cm from the connector pin consistent with lead friction to the device can.

Event description:
The report was to advise of an event observed during analysis.